Event description:
It was reported that the ablator functioned with low power upon activation. It was also reported that blue particles were noticed in the joint and the distal end had deformed. The customer stated that not all the particles were removed from the pt, however, no further adverse consequences were reported from this event. No further pt info is available from the customer. This device is used for treatment. This is the second of two events reported by the same surgeon.

Manufacturer narrative:
The device was discarded by the hospital and review of the device history record revealed nothing relevant to this event. Blue shavings are typically caused from user mechanical damage to the device (such as hitting the device with another device). However, since the device was not evaluated, the cause of this event could not be determined from the info available.